Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Case review: original evar was performed (B)(6) 2015. During the procedure, the physician described a type 1a and type 4 endoleak. The type 1a endoleak was resolved intra-op. On completion of the surgery, the physician stated that a type 4 endoleak was still present. Type 4 endoleaks are common due to the patient heparinization during evar, and are expected to resolve within 30 days after surgery. On follow up of the patient on (B)(6) 2015, confirmation was required regarding type of endoleak that was present in the post op CT scan. It was determined that it was a type 1b endoleak. Re-intervention was performed and the type 1b endoleak was resolved, however a type 2 endoleak was present which the physician stated, was feeding from the lumbar arteries. A type 2 endoleak is a patient related event: aneurysm retrograde sac filling via branch vessels, commonly lumbar or inferior mesenteric arteries. It is not possible to retrieve scans/images in order to ascertain the type of endoleaks that were present during the re-intervention. Based on the information that has been supplied to lombard medical, it is not possible to ascertain the root cause of the type 1b endoleak however by extending the repair with a gore excluder device, the endoleak was resolved indicating that the original leg was landed short in 19mm left external cia. Further information has been requested in order to further investigate this event, however no information has become available. Lombard medical now intends to close this file however if details become available at a later date, this complaint will be re-assessed if additional investigation is required. There is no information to suggest a device malfunction. The stent graft has performed as intended. IFU review: potential adverse events related to the procedure or implant malfunction include, but are not limited to: loss of stent graft function arising from, for example, improper component placement or deployment, component migration, occlusion, infection, loss of integrity requiring surgical revision, perforation and endoleak. Lombard medical's IFU states that proper sizing of the aorfix aaa flexible stent graft system is the responsibility of the physician. Each aorfix aaa stent graft must be ordered in a size appropriate to fit the patient's anatomy. Physicians should use adequate diagnostic techniques, including CT imaging, to evaluate fully the individual needs of the patient. The recommended overall length of the aorfix stent graft, including additional components, should extend from the lowest renal artery to just above the internal iliac (hypogastric) artery. All lengths and diameters of the stent graft components that may be needed to complete the procedure should be ordered by and available to the physician, especially when there is a high degree of complexity in the anatomy that makes precise planning uncertain. According to the extent to which the shape of the target vessels is changed by the insertion of stiff wires, the overall length of each stent graft component may appear to be shorter or longer when deployed. Inappropriate patient or device selection may result in poor device performance. Patients should be assessed for suitability by the prescribing physician who should take into account their knowledge of aaa surgery and endovascular aneurysm repair (evar) including but not limited to: access vessel diameter, vessel morphology and delivery system diameter should be compatible with vascular access techniques (femoral cutdown or percutaneous). Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the device or pose a risk of increased device complications. Risk a analysis: lombard medicals hazards risk analysis has been reviewed and type 1b endoleak is listed in it. No further update is required. The overall rate for type 1b endoleaks is (B)(6)%, which is within clinical expectations. Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint file.

Event description:
The original procedure was performed on the (B)(6) 2015. On the (B)(6) 2015, a post-operative scan was performed in order to confirm a suspected type 1b endoleak from the left cia. The type 1b endoleak from the left cia was confirmed by the contrast. Since there was still more than 1cm landing portion toward the branch to the iia, a competitor leg was placed, resolving the type 1b endoleak from the left cia. Finally, a type 2 endoleak was remaining from the lumbar arteries.